Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab. Physician increased coumadin dose due to 1.7 result on (B)(6) 2010. Pt is over 18, but his mother is his legal guardian. Pt was off coumadin recently for several days while incarcerated.